Event description:
It was reported that during a procedure, an rf probe arced and sparked. F/u with the user facility additionally found that the device was not near the pt when it malfunctioned, and that there was no pt injury.

Manufacturer narrative:
Final investigation showed that the device had insulation that was broken away from the distal tip. Electrical continuity was found to be acceptable. Such damage is consistent with failure to use sufficient irrigation when the device is in use. It was not possible to duplicate the reported device failure.